Event description:
Reporting status: serious injury-required intervention. Reporting rationale: allergic reaction requiring medications. Device issue: no device malfunction has been reported. It was reported that a 3.5 x 28 xience stent was implanted; however, the pt developed reactions days after the stent was implanted; therefore, the pt was admitted to the hospital in 2009, and treated for maculo papular rash and other ailments. No add'l event or pt info is available.

Manufacturer narrative:
.